Event description:
The customer reported a negative reaction of one sample with seraclone anti-s. Quality control laboratory tested the retained sample with different s negative and positive red cells. All positive and negative reactions were correct. We did not observe any false negative reactions. The customer did send us the allegedly defective product plus the patient sample that had caused this result. Testing of this material is still ongoing. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-s functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported a negative reaction of one sample with seraclone anti-s. The patient sample that had caused the false positive test result was sent to us for quality control and the supposedly defective product was returned as well. Testing by our quality control laboratory confirmed the customer's results. The sample was also tested with two different polyclonal anti-s reagents and reacted positively. The patient sample was sent for molecular mnss typing to an external laboratory. The molecular typing showed a polymorphism for s and s and a mutation. This variety has not been published yet, but it could explain the different serological reactions. Furthermore our quality control tested the supposedly defective product with different s negative and positive red cells. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-s functions correctly. The patient sample showed a variation of the s antigen which has not been published yet.

Manufacturer narrative:
This is our initial report on this incident. Evaluation still ongoing.

Manufacturer narrative:
This is our final report on this incident.